Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate has errors in identification. The specific species of the isolate is not identified. The user also noted computer communication issues with the system. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate has errors in identification. The specific species of the isolate is not identified. The user also noted computer communication issues with the system. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument fails to send results to marcel, noting that it does not send the correct identification. Remote support was provided to the customer. The support specialist noted that the maldi result table is full. The support specialist cleaned up the table and set up a cleaning script, showing the customer how to do it manually if needed. The instrument is operating as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for this instrument was completed and revealed one previous complaint related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.